Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Pt reported she feels infusion device is not delivering insulin correctly. Pt reported experiencing elevated blood glucose levels up to 33.0 mmol/l (594 mg/dl) and 4+ ketones. Pt stated she was admitted to the hospital for 2 days and rec'd medical care. Pt's blood glucose level prior to the incident was 9.0 mmol/l (162 mg/dl). Pt's normal blood glucose value was not provided. Pt reported she has been using insulin pens for the last few days. Pt stated the infusion device showed no errors and when it was primed, the insulin was coming out of the end of the infusion set. Pt reported the infusion set cannula, insulin cartridge, transfer set and infusion site were all changed, but her blood glucose continued to rise and would not come down even though boluses were given. No further information is available. Product was replaced and requested return of the alleged product for evaluation.